Event description:
The user facility reported that a pt at the facility had been diagnosed with a perforation in the gastrointestinal tract two days following the completion of a therapeutic enteroscopy. The users reported that no surgical intervention was necessary, but antibiotics were provided to the pt and the pt remained under hospitalization for observation and for other underlying illnesses. The facility indicated that the pt's prognosis was poor.

Manufacturer narrative:
The gastroscope referenced in this report was returned to olympus for eval. The eval found severe dents on the insertion tube, and minor cracks and scratches on the bending section cover glue, but no sharp edges that would have likely caused or contributed to the pt's outcome. Minor dents were noted in the instrument channel and the device failed the leak and insertion tube insulation tests. Olympus followed up with the user facility and the user facility personnel did not allege the perforation to be due to the subject gastroscope. The users stated that the combination of the pt's abnormal anatomy secondary to tumors and the placement of a non-olympus metal stent most likely caused or contributed to the pt's outcome. The cause of the pt's outcome cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.